Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer's blood glucose level was 322 mg/dl.